Event description:
''Us legal mdl'' it was reported that a revision surgery if the bhr implants of the left hip on (B)(6) 2019 due to failed left hip implants, extreme elevated cobalt and chromium levels, left hip pain, limited mobility and mechanical loosening of internal left hip prosthetic joint. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / instructions for use review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (elevated cobalt and chromium levels, pain, limited mobility and mechanical loosening of internal left hip prosthetic joint.) Were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. No further clinical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed due to pain and elevated metal ion levels. As of today, the implanted device, used in treatment has not been returned for evaluation. A review of the historical complaints data for the femoral head was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for device, and this failure will continue to be monitored. In the absence of the actual device, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the product and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The surgical technique for the acetabular component was not followed, it is unknown if the position of the acetabular component has led to accelerated wear and the reported toxic level metal ions, villonodular tissue, and white fluid of the metal reaction noted intraoperatively. Based on the information provided, the root cause of the reported pain, toxic level metal ions, villonodular tissue, and white fluid cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant or implant failure. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. During the revision the femoral head was explanted. The acetabular cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the acetabular cup and the femoral head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the acetabular cup or the femoral head. On account of the fact devices reportedly involved in this incident were not returned for evaluation, the relevant production records were reviewed. All released devices involved met manufacturing specifications upon release for distribution. Non-conformance was identified for the incoming inspection procedure paperwork for the acetabular cup. However, all supporting documents confirm that these were an acceptable product when released. Review of manufacturing records did not reveal any waivers, concessions, manufacturing, or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Per the surgical technique, the acetabular component is to be impacted with 15-20° of anteversion and 40-45° inclination angle. However, the operative report indicated the acetabular component was implanted at 25° of anteversion. It is unknown if the position of the acetabular component has led to accelerated wear and the reported toxic level metal ions, villonodular tissue, and white fluid of the metal reaction lymphocytic character noted intraoperatively. Without the supporting lab results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, toxic level metal ions, villonodular tissue, and white fluid cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant or implant failure. The patient impact beyond the pain, revision, and expected transient post-operative convalescence period cannot be determined. Without the return of the actual products involved or additional information, our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Section h3, h6: it was reported that left hip revision surgery was performed due to pain and elevated metal ion levels. As of today, the implanted device, used in treatment has not been returned for evaluation. A review of the historical complaints data for the femoral head was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for device, and this failure will continue to be monitored. In the absence of the actual device, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the product and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The surgical technique for the acetabular component was not followed, it is unknown if the position of the acetabular component has led to accelerated wear and the reported toxic level metal ions, villonodular tissue, and white fluid of the metal reaction noted intraoperatively. Based on the information provided, the root cause of the reported pain, toxic level metal ions, villonodular tissue, and white fluid cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant or implant failure. Based on the available information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after a left hip bhr resurfacing construct had been implanted on (B)(6) 2014, the patient sustained left hip pain and markedly elevated metal ions associated to the metal-on-metal prosthesis. A revision surgery was conducted on (B)(6)2019 to treat this adverse event. During this procedure, the bhr resurfacing head was removed upon performing a neck osteotomy and was replaced with a competitor¿s femoral prosthesis. The procedure was successfully completed without any complications, and the patient was taken to the recovery room in good condition.